Event description:
A complaint was received that a patient's precision system was explanted due to infection. The patient reported soreness over the pocket site a month after implant, therefore, the physician decided to explant the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned for evaluation as they were discarded by the medical facility.